Event description:
On november 17, 1992 at 2:30 p.m., during a two person transfer with a resident lift, the lift tipped and the resident sustained a laceration of the right lower leg. The resident was given first aid, then sent to the e.r. Where she received seventeen sutures to the laceration. The following day during re-enactment it was noted how the lift tipped. The control arm to the base supports was at a 45 degree angle to the lift. When the nurses aide backed the lift away from the recliner chair, the control arm lodged into the bed siderail. As the staff turned the lift to place the resident over the bed, the base support arms were closing, with the resident over the bed, the base supports were closed thereby causing the lift to tip. The main control arm landed on the residents calf and the weight of the lift plus the resident's weight caused the pressure on her leg resulting in the laceration.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.